Event description:
The hosp reported that during a coronary artery bypass procedure, while loading the hs iii proximal seal system 3.8mm for use, the side wings were pushed in and both edges of the seal did not roll. In only one side folded in making it fold in half and would not load into loader properly. The device was discarded and a new seal was opened and loaded properly.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).